Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex. After the 2.0 x 18 mm mini vision stent delivery system (sds) was placed on the guide wire, the decision was made to remove the sds to wipe down the guide wire. During the attempt to place the sds back on the guide wire, resistance was felt, and it was observed that the tip has separated. A new sds was selected for use, advanced on the guide wire without issue and the stent implanted successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported tip detachment was confirmed. The reported difficult to position (guide wire) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported tip detachment and difficult to position appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.